Manufacturer narrative:
It was reported during follow up that a calcium line (non-baxter product) and not the prismaflex set, leaked during treatment. The leak was due to a use error where the calcium line was not attached properly. There was a flow error of at least one of the bags which was not pierced correctly. Based on the above, the prismaflex set is no longer a suspect product. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported product is an unknown prismaflex set. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex control unit and prismaflex set, the syringe line leaked. It was also reported that the calcium compensation may have been off. An alarm condition related to flow problem, coded 3 was reportedly generated after having exchanged one of the bags. It was reported that the bags may not have been spiked properly. There was no patient injury or medical intervention associated with this event. No additional information is available.